Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. The device was removed from service and subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.